Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. It was clarified by the reporter that only quantity 1 involved in complaint; therefore, a second report is not needed. The initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk glenosphere impactor; lot# unknown. G2: foreign - event occurred in brazil. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the poly tip of the glenosphere impactor broke. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.